Event description:
It was reported that an alert was triggered due to out of range impedance on the defibrillation coil of the right ventricular (rv) lead. Additionally, the coil was found to have fractured. The lead was reprogrammed and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The svc defibrillation coil also became extrinsically fractured due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.